Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use an a patient, the unit's cuff could not be deflated. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.